Event description:
Philips received a complaint on the heartstart xl indicating that the discharge was ineffective when using on a patient. Device was in clinical use at the time of event. The device was immediately replaced with a backup unit, and the operation was successfully completed. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Based on the information provided by customer, the device is actually not faulty. There are problems with the operation of medical staff. After consulting the agent, the device was restored to normal use. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the discharge was ineffective and did not achieve the desired therapeutic outcome. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.